Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The unit was received with cracked case at display window corners. The unit was received with broken battery tube treads, with minor scratched lcd window, and stripped battery cap coin slot.

Event description:
The customer reported that part of the insulin pump broken off. Troubleshooting was done. Customer's blood glucose was 110 mg/dl. Customer stated a piece broke off and had cracks where you screw the cap. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.